Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 5-24 hours of pod wear on the lower back, the cannula became dislodged from the infusion site, resulting in insulin leakage. The patient subsequently experienced elevated blood glucose levels of approximately 14-15 mmol/l (252-270 mg/dl). The patient noted that the adhesive remained secure during use but felt and smelled insulin on the skin. The patient successfully applied a new pod and resumed therapy.